Event description:
Caller reported a cgm error. The customer's blood glucose level was not adversely affected. Technical support provided guidance for a pump reset, after which the error did not reoccur, allowing the caller to successfully start a new sensor session.